Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred on for transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Transmitter voltage test was performed and failed. A review of the share logs was performed and signal loss was not found for serial number 8lb4tm within the investigation window.  The allegation was not confirmed. The probable cause could not be determined as the allegation was not found. The reported event of signal loss is reportable because the device passed all tests. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss occurred on for transmitter with serial number (B)(4). However, transmitter with serial number (B)(4) was returned for evaluation. An external visual inspection was performed and passed. Transmitter voltage test was performed and failed. A review of the share logs was performed and signal loss was not found for serial number (B)(4) within the investigation window. The allegation was not confirmed. The probable cause could not be determined as the allegation was not found. The reported event of signal loss is reportable because the device passed all tests. No injury or medical intervention was reported.